Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also confirmed that there was an open circuit contained within the keypad membrane assembly.

Event description:
It was reported that the lock key does not respond to either lock or unlock the keypad. This was an out of box failure. There was no patient involvement.